Event description:
It was reported that the t:slim x2 pump battery would not charge due to issues with non-recommended charging supplies, and the pump experienced a shutdown that required manual restarting. The pump did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer resolved the issue by changing the charging supplies and was informed by technical support to avoid using third-party supplies. A replacement tandem wall adapter and charging cable were sent via two-day shipping, and the caller received guidance on monitoring the situation.